Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Final analysis did not identify any device anomalies. This product issue will be updated if additional information is received.

Manufacturer narrative:
A technical services consultant explained to the caller that pacemakers do not treat fast rhythms or prevent heart attacks. The caller insisted on getting a letter on this recall. A member of the communication team reviewed what options there were in regards to writing a letter to this patient's family. No additional information is available at this time. If further information becomes available, or the device is returned, the event will be re-opened. The device was returned over six years later. A routine evaluation of the device will be performed. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient's wife had called into technical services to inquire as to whether her husband's pacemaker was included in an advisory. She went on to explain that she wanted a letter written stating that her husband's device had no problems and never will have any problems, in light of the recent lawsuits and recalls. A technical services consultant told her that we could not write a letter making such a claim. She feels that his device is not working, since he has had 5 heart attacks and has an irregular heart beat with a fast rhythm that the pacemaker did not fix.

Event description:
Event description boston scientific received information that this patient's wife had called into technical services to inquire as to whether her husband's pacemaker was included in an advisory. She went on to explain that she wanted a letter written stating that her husband's device had no problems and never iwll have nay problems, in light of the recent lawsuits and recalls. A technical services consultant told her that we could not write a letter making such a claim. She feels that his device is not working, since he has had 5 heart attacks and has an irregular heart beatwith a fast rhythm that the pacemaker did not fix.